Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron cx5 delta chemistry analyzer was generating a cuvette fails water blank error, flagged with suppressed triglyceride (tg) results and yielded erroneous patient results for multiple analytes. The customer did not provide any patient results for this event. No erroneous results were reported out of the laboratory, thus patient treatment was not affected in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and (B)(6) 2011, for this event. The fse replaced multiple hardware components and performed necessary alignments which resolved the issue. No further complaints were made from the customer regarding this issue.